Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no insulin exited the tubing. The supplies were changed multiple times and no insulin was seen exiting the tubing. The tubing was changed to address the event and insulin delivery was resumed. Customer's blood glucose was 87 mg/dl.